Manufacturer narrative:
Device passed self-test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No unexpected low reservoir alarm anomaly or audio or beep or vibrate anomaly noted during testing. (B)(4).

Manufacturer narrative:
(B)(6). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level went 316 mg/dl to up to 400 mg/dl. Customer's current blood glucose level was 361 mg/dl. The customer stated that their blood glucose reading had been continuing to rise and the reservoir was empty and the insulin pump did not alarm. The customer declined troubleshooting for high blood glucose. The insulin pump will be returned for analysis.